Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, deformed, stretched (centre of damaged area), bunched (distal end) and lifted upwards from the stent profile. This type of damage is consistent with resistance being encountered while attempting to advance the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 24mm x 3.00mm promus premier¿ stent was advanced to the target lesion. When the physician tried to insert the device through a non bsc support catheter, the distal edge of the stent came in contact with the exit port of the non bsc support catheter and resistance was encountered. The device was removed and the tip of the stent was found to be flared. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was good.

Event description:
It was reported that stent damage occurred. A 24mm x 3.00mm promus premier¿ stent was advanced to the target lesion. When the physician tried to insert the device through a non bsc support catheter, the distal edge of the stent came in contact with the exit port of the non bsc support catheter and resistance was encountered. The device was removed and the tip of the stent was found to be flared. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was good.